Event description:
Note: this report pertains to the third of three events that occurred during the same procedure. Refer to associated manufacturer report numbers 3005099803-2008-6243 and 3005099803-2008-6240 for a description of the other events. Note: the date of event is unknown. It was reported to boston scientific corporation in 2008 that a resolution clip device was used during an unknown procedure (patient gender, age and weight are unknown). According to the complainant, after the device was introduced to the endoscope, it was impossible to release the clip. The same problem was noted with three devices. No patient complications were reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.